Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2018; 37601 deep brain stimulator (dbs), implanted: (B)(6) 2017; 3389s-40 dbs lead, implanted: (B)(6) 2010; 3389s-40 dbs lead, implanted: (B)(6) 2010; 37085-60 extension, implanted: (B)(6) 2010; 37085-60 extension, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, possible intermittent atrial undersensing was noted on a stored electrogram (egm). It was noted that the patient had a nerve stimulator implanted near the opposite shoulder, but follow-up determined that no association between the stimulator and undersensing was ever determined. Atrial sensitivity was increased and the lead remains in use. No patient complications have been reported as a result of this event.